Event description:
It was reported that shortly after implant there was a lightning and thunder storm that made the patient¿s system go ¿out of whack.¿ the patient described that the implantable neurostimulator (ins) went ¿whacko¿ and was deprogrammed. This occurred some months after implant and the patient did not remember exactly when. The patient did clarify that the ins going ¿whacko¿ meant that they were getting a no telemetry message on their patient programmer. The patient had worked with a manufacturing representative to reconnect with the ins and the issue was resolved. The patient had not seen a power on reset message on the patient programmer during this event.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).